Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported having complications related to the byte aligners and referred to a letter from treating periodontist. The periodontist findings included the following: resorption likely related to past trauma, including orthodontic treatment. The condition noted as unpredictable and challenging to treat since the resorption is not visible or palpable making it difficult to assess the full extent of affected area. Periodontal disease present in upper left area with some pockets indicating food and bacteria accumulation but considered recoverable. The gum tissue is thin and receding which compromise the foundation and stability of the teeth and potential tooth loss. Patient initials: (B)(6). Gender: female.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.